Manufacturer narrative:
Lot 16e043 was manufactured may 26, 2016 ¿ may 27, 2016. The device was received for evaluation. Visual inspection via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was identified to be untightened blue winged luer cap. No evidence of leak was found between the stress member and the tubing. A functional leak test was subsequently performed and all specifications were met. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noticed from a small volume infusor. The fluid leak occurred between the stress member and the tubing after 4-5hrs from filling. There was no patient involvement. No additional information is available.